Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a loss of connection occurred. No data was provided for evaluation. Confirmation of the issue was undetermined. The probable cause could not be determined. No additional event or patient information is available. The transmitter was returned for evaluation. External visual inspection was performed passed. A voltage test was performed and failed due to the unit having no voltage. The data file was reviewed and there was no data available. The reported customer complaint was undetermined because there was no data available. The root cause could not be determined post investigation.